Event description:
Per the clinic, the patient experienced swelling behind the ear and did not perceive auditory benefit from the device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.